Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. Field service engineer (fse) replaced the ise buffer valves and the reference valves, peristaltic pumps for both cells, and replaced the buffer syringe dispenser for cell 2 to resolve the issue. (B)(4). No patient demographic information was provided.

Event description:
The customer reported high ion selective electrode (ise) patient results on their au5800 clinical chemistry analyzer. The results were not reported out of the laboratory. There was no change to patient treatment in association with this event. Quality control (qc) results were within laboratory¿s established range prior to the event.